Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there was no response with keypad.

Manufacturer narrative:
The insulin pump passed leak test. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector or button keypad anomalies noted. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.